Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ceramic tip broke off of a 90s max probe during a case. The piece was removed and the surgery was completed successfully. The part was thrown away after the case.

Event description:
It was reported that the ceramic tip broke off of a 90s max probe during a case. The piece was removed and the surgery was completed successfully. The part was thrown away after the case.

Manufacturer narrative:
The returned unit was visually inspected without magnification. A tip breaking (chipped ceramic) condition was confirmed. The chipped piece was returned with the unit. Scratch wear marks were observed on the lumen and insulation. The lumen and insulations¿¿s scratch marks were observed concentrated on the front and right side of the probe (electrode facing forward). A long scratch mark was observed on the front of the probe below the electrode. No visual wear marks were observed on the back of the probe¿s lumen and insulation. Review of the device history record (DHR) of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Even though, there were no significant wear marks indicative of possible use as a scrubbing tool which can cause damage to the tip, the possibility of excessive torque forces applied to the tip of the probe, exceeding the part strength per design, which could have contributed to the detaching of the ceramic, cannot be ruled out. Also, a possible deviation of the users¿¿s instructions during surgery which may result in damage of the tip by applying forces that exceeded the part strength per design cannot be ruled out as a possible contributor. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.